Event description:
The dentist reported that this screw had fractured.

Manufacturer narrative:
The complaint investigator¿s visual inspection of this abutment screw confirmed fracture on the thread of the screw and the hex has been stripped. No lot or order number was provided. Although an in depth dimensional inspection is limited due to the damage, visual inspection did not provide any indication of a manufacturing defect that would contribute to this event. A definitive root cause has not been determined. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.